Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had an increase in lactate dehydrogenase (ldh) over 2 weeks. The pt had coke colored urine and renal failure. Additional info received indicated that the pt had a pump exchange on (B)(6) 2013. At that time the surgeon reported that the gortex cofering the bend relief had disintegrated and turned into "cheese".